Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported readings of 65 mg/dl and 240 mg/dl within ten minutes on the same meter. No adverse event reported, meter and strips replaced and requested for return.